Manufacturer narrative:
(B)(4). Manufacturer tried to follow up call at the at the doctor's office as no personal phone number provided from customer; message left at the voicemail.

Event description:
Consumer required assistance performing a blood glucose test. During the call the customer reported symptoms of heaviness in her head. Customer was at the doctor office. Blood test performed by customer during call and produced test result of 163 mg/dl, but no concern disclosed with result being high or low.